Event description:
The user facility reported that the angio-seal did not deploy when the medical doctor (md) inserted the device. Everything came out and manual pressure was held. The type of procedure was a left heart catheterization (lhc) and coronary angiography. The patient was stable. The blood loss was less than 250cc. The reported event resulted in patient injury and/or require medical or surgical intervention. Additional information was received on 07apr2025: the procedure was completed successfully. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The procedural sheath size used was a 5 french.

Manufacturer narrative:
. A5: ethnicity: not provided for animal use . The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal was returned for product evaluation. The returned sample includes the polyfoil pouch, hemostasis sheath and carrier tube. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The carrier tube is deployed with the collagen stuck within the sheath cap. Functional testing was unable to be performed on the device based on its condition. The complaint can be confirmed for device pullout, nondeployment. The exact root cause cannot be determined. The likely cause is there was an obstruction to the sheath tip, preventing the anchor from deploying. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).